Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV. This record is for the left side, device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed one opening assessed as fold flaw opening. Capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.4; d.9; h.3; h.4; h.6

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade IV. Device has been explanted.